Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on 26-jun-2020. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('tubal implant lateralised on the right and an implant in the middle position on the left') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphangioma (since childhood, frequency not documented), cystic lymphangioma (since childhood) and overweight (bmi 28.4). Systematized lymphangioma in the left lower limb with perineal and gluteal region extension to the lumbar region. In 2012, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine malposition ("on MRI uterus found strongly latero-deviated to the right due to the lymphangioma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), inflammatory reaction ("flare-up of her inflammatory pathology") with cystic lymphangioma, gait disturbance, alopecia, teeth brittle and arthralgia, pelvic pain ("pain episodes related to the lymphangioma, more frequent since insertion") and inflammation nos ("inflammatory episodes related to the lymphangioma, more frequent since insertion"). The patient was treated with surgery (bilateral salpingectomy, resection of cornual portion of uterine horns). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation had resolved, the inflammatory reaction was resolving and the pelvic pain, inflammation nos and uterine malposition outcome was unknown. The reporter provided no causality assessment for device dislocation, inflammatory reaction, pelvic pain, uterine malposition and inflammation nos with essure. The reporter commented: essure removal was performed at the patient¿s request. The postoperative course was uncomplicated. Five days after the surgery, the patient describes an improvement in the mentioned symptoms (reduction in masses and pain, de-escalation of analgesic use level 2 to 1). The devices were not kept for expertise. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Abdominal x-ray - on an unknown date: postoperative - shows the absence of residual material after bilateral salpingectomy for removal of essure by laparoscopy. Magnetic resonance imaging - on (B)(6) 2019: uterus strongly latero-deviated to the right due to the lymphangioma. Ultrasound scan - on (B)(6) 2020: tubal implant lateralised on the right and an implant in the middle position on the left. Indication for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('tubal implant lateralised on the right and an implant in the middle position on the left') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphangioma (since childhood, frequency not documented), cystic lymphangioma (since childhood) and overweight (bmi 28.4). Systematized lymphangioma in the left lower limb with perineal and gluteal region extension to the lumbar region. In 2012, the patient had essure inserted. On (B)(6)2019, the patient experienced uterine malposition ("on MRI uterus found strongly latero-deviated to the right due to the lymphangioma"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), inflammatory reaction ("flare-up of her inflammatory pathology") with cystic lymphangioma, gait disturbance, alopecia, teeth brittle and arthralgia, pelvic pain ("pain episodes related to the lymphangioma, more frequent since insertion") and inflammation nos ("inflammatory episodes related to the lymphangioma, more frequent since insertion"). The patient was treated with surgery (bilateral salpingectomy, resection of cornual portion of uterine horns). Essure was removed on (B)(6)2020. At the time of the report, the device dislocation had resolved, the inflammatory reaction was resolving and the pelvic pain, inflammation nos and uterine malposition outcome was unknown. The reporter provided no causality assessment for device dislocation, inflammatory reaction, pelvic pain, uterine malposition and inflammation nos with essure. The reporter commented: essure removal was performed at the patient¿s request. The postoperative course was uncomplicated.five days after the surgery, the patient describes an improvement in the mentioned symptoms (reduction in masses and pain, de-escalation of analgesic use level 2 to 1). The devices were not kept for expertise. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Abdominal x-ray - on an unknown date: postoperative - shows the absence of residual material after bilateral salpingectomy for removal of essure by laparoscopy. Magnetic resonance imaging - on (B)(6)2019: uterus strongly latero-deviated to the right due to the lymphangioma. Ultrasound scan - on (B)(6)2020: tubal implant lateralised on the right and an implant in the middle position on the left. Indication for removal of essure. Most recent follow-up information incorporated above includes: on 6-jul-2020: patient height, weight (overweight) and medical history, tests added, essure removal date and method updated, pelvic pain, inflammation nos and uterus malposition added as event, narrative updated reporter updated. On 3-jul-2020: ha number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('tubal implant lateralised on the right and an implant in the middle position on the left') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lymphangioma (since childhood) and lymphangioma (since childhood). In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and condition aggravated ("flare-up of her inflammatory pathology") with cystic lymphangioma, gait disturbance, alopecia, teeth brittle and arthralgia. The patient was treated with surgery (bilateral salpingectomy for removal of essure by laparoscopy). Essure was removed. At the time of the report, the device dislocation had resolved and the condition aggravated was resolving. The reporter provided no causality assessment for condition aggravated and device dislocation with essure. The reporter commented: the postoperative course was uncomplicated. 5 days after the surgery, the patient describes an improvement in the mentioned symptoms (reduction in masses and pain, de-escalation of analgesic use level 2 to 1). The devices were not kept for expertise. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: postoperative - shows the absence of residual material after bilateral salpingectomy for removal of essure by laparoscopy. Ultrasound scan - on (B)(6) 2020: showed a tubal implant lateralised on the right and an implant in the middle position on the left. Indication for removal of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.